Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated they woke up and blood glucose value was 585mg/dl and the pump was not operating. Customer¿s blood glucose value at time of incident was 338 mg/dl and current blood glucose value was 598 mg/dl. Customer treated with manual injection. Customer stated that the pump was under delivering because blood glucose value was not coming down. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.